Event description:
It was reported to philips that the system could not start up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. According to the information provided in the source case and the good faith effort. The case was concluded without any troubleshooting, root cause analysis, or resolution, as the customer declined our assistance. The codes were updated based on the investigation outcome. Evaluation method code was corrected.